Event description:
This case was reported by a lawyer and describes the occurrence of device breakage ("three device loops were found embedded in uterus"), embedded device ("three device loops were found embedded in uterus"), device intolerance ("possibility that her body was rejecting the device, therefore salpingectomy"), urinary tract infection ("presented to the urgency department due to urinary tract infection / continuing also after salpingectomy"), pyrexia ("presented to the urgency department due to high fever"), uterine haemorrhage ("abnormal uterine bleedings continued after salpingectomy"), pelvic pain ("chronic pelvic pain/pain continued after salpingectomy"), abdominal pain ("presented to the urgency department due to belly pain"), abdominal distension ("presented to the urgency department due to belly swelling"), post procedural haemorrhage ("bleeding on the day of the insertion procedure"), ectopic pregnancy with contraceptive device ("ectopic pregnancies"), device dislocation ("migration of device"), systemic lupus erythematosus ("lupus"), rheumatoid arthritis ("rheumatoid arthritis"), sjogren's syndrome ("sjogren's syndrome"), autoimmune disorder ("autoimmune responses to metal or to pet fibers which mimic signs and symptoms of rashes"), dementia ("dementia"), tooth fracture ("loss of dental pieces/dental ruptures") and chronic fatigue syndrome ("chronic fatigue syndrome") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "implant failure (correct placement), leading to ectopic pregnancies". In 2016, the patient had essure inserted. In 2016, the patient experienced post procedural haemorrhage (seriousness criterion medically significant) and procedural vomiting ("vomit on the day of the insertion procedure"). In (B)(6) 2017, the patient experienced device intolerance (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion hospitalization), pyrexia (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion hospitalization), pelvic pain (seriousness criterion hospitalization), abdominal pain (seriousness criterion medically significant), abdominal distension (seriousness criterion medically significant), tachycardia ("tachycardia"), dizziness ("dizziness"), ectopic pregnancy with contraceptive device (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), hypersensitivity ("chronic systemic reactions"), rheumatoid arthritis (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dementia (seriousness criterion medically significant), tooth fracture (seriousness criterion medically significant), dental caries ("tooth decay"), device expulsion ("expulsion of device"), intra-abdominal fluid collection ("important abdominal liquid retention"), dyspareunia ("dyspareunia (pain during sexual intercourse)"), chronic fatigue syndrome (seriousness criterion medically significant), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), loss of libido ("loss of sexual drive"), alopecia ("hair loss") and investigation noncompliance ("no echography was performed to confirm essure correct placement"). The patient was treated with surgery (bilateral salpingectomy in 2017; pieces removed in (B)(6) 2018). Essure was removed in (B)(6) 2018. At the time of the report, the device breakage, embedded device, device intolerance, urinary tract infection, pyrexia, uterine haemorrhage, pelvic pain, abdominal pain, abdominal distension, tachycardia, dizziness, ectopic pregnancy with contraceptive device, device dislocation, systemic lupus erythematosus, hypersensitivity, rheumatoid arthritis, sjogren's syndrome, autoimmune disorder, dementia, tooth fracture, dental caries, device expulsion, intra-abdominal fluid collection, dyspareunia, chronic fatigue syndrome, endometriosis, adenomyosis, loss of libido, alopecia and investigation noncompliance outcome was unknown and the post procedural haemorrhage and procedural vomiting had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, autoimmune disorder, chronic fatigue syndrome, dementia, dental caries, device breakage, device dislocation, device expulsion, device intolerance, dizziness, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, endometriosis, hypersensitivity, intra-abdominal fluid collection, investigation noncompliance, loss of libido, pelvic pain, post procedural haemorrhage, procedural vomiting, pyrexia, rheumatoid arthritis, sjogren's syndrome, systemic lupus erythematosus, tachycardia, tooth fracture, urinary tract infection and uterine haemorrhage to be related to essure. The reporter commented: as per initial information of (B)(6) 2018: lawyer analyzes the damages caused by essure, such as chronic pelvic pain, abnormal uterine bleedings, dyspareunia, important abdominal liquid retention, chronic systemic reactions, lupus, autoimmune responses to metal or to pet fibers, dementia, implant failure leading to ectopic pregnancies, migration or expulsion of device, endometriosis (among others). As per follow-up of 03-aug-2018 (lay press article citing the patient's case): she suffered from bleeding and vomiting on day of insertion, then urinary tract infections, high fever, abdominal pain and swelling, dizziness, tachycardia; no position control was done. In 2017, she was informed that her symptoms were not related to essure, but shortly thereafter her physician told her that there was a possibility that her body was rejecting the product, therefore she underwent excision of the fallopian tubes. In spite of the surgery, she continued with pains, bleedings and urinary infections; she was hospitalized again. After unspecified laboratory tests, 3 loops of the devices were found embedded in the uterus. The pieces were removed in (B)(6) 2018. She was now waiting for a post surgical check, hoping that her problems end. Most recent follow-up information incorporated above includes: on 3-aug-2018: fu from lay press. Events post procedural bleeding and vomiting, complication of device insertion, investigation noncompliance, uti, dizziness, tachycardia, high fever, her body rejecting product, embedded device and breakage were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('three device loops were found embedded in uterus'), device breakage ('three device loops were found embedded in uterus'), ectopic pregnancy with contraceptive device ('ectopic pregnancies'), device dislocation ('migration of device'), pelvic pain ('chronic pelvic pain / pain continued after salpingectomy'), urinary tract infection ('presented to the urgency department due to urinary tract infection / continuing also after salpingectomy'), pyrexia ('presented to the urgency department due to high fever') and escherichia urinary tract infection ('urinary tract infection (escherichia coli.)') In a 37-year-old female patient who had essure (batch no. He0113u) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "implant failure (correct placement), leading to ectopic pregnancies". On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced the first episode of cystitis ("acute cystitis"). In 2016, the patient experienced post procedural haemorrhage ("bleeding on the day of the insertion procedure") and procedural vomiting ("vomit on the day of the insertion procedure"). In 2017, the patient experienced vaginal haemorrhage ("occasional vaginal bleeding./ spotting, occasional dark vaginal bleeding") and headache ("headache"). In (B)(6) 2017, the patient experienced the second episode of cystitis ("acute cystitis") with dysuria and chromaturia and pyelonephritis ("non-complicated pyelonephritis") with pyrexia. In (B)(6) 2017, the patient experienced anxiety ("unspecific anxiety"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion hospitalization), device expulsion ("expulsion of device"), dyspareunia ("dyspareunia (pain during sexual intercourse)"), abdominal pain lower ("hypogastric abdominal pain/ presented to the urgency department due to belly pain / hypogastric pain"), abdominal distension ("abdominal distension/ presented to the urgency department due to belly swelling"), hypersensitivity ("chronic systemic reactions"), uterine haemorrhage ("abnormal uterine bleedings continued after salpingectomy / abnormal uterine bleedings"), menorrhagia ("hypermenorrhea"), metrorrhagia ("metrorrhagia despite bilateral salpingotomy"), vaginal discharge ("white vaginal discharge with bad smell"), amenorrhoea ("amenorrhea"), urinary tract infection (seriousness criterion hospitalization), pyrexia (seriousness criterion medically significant), tachycardia ("tachycardia"), dizziness ("dizziness"), systemic lupus erythematosus ("lupus"), rheumatoid arthritis ("rheumatoid arthritis"), sjogren's syndrome ("sjogren's syndrome"), autoimmune disorder ("autoimmune responses to metal or to pet fibers which mimic signs and symptoms of rashes"), dementia ("dementia"), tooth fracture ("loss of dental pieces / dental ruptures"), dental caries ("tooth decay"), intra-abdominal fluid collection ("important abdominal liquid retention"), chronic fatigue syndrome ("chronic fatigue syndrome"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), loss of libido ("loss of sexual drive"), alopecia ("hair loss"), escherichia urinary tract infection (seriousness criterion hospitalization) with back pain, urine odour abnormal, myalgia, white blood cell count increased, chills and hyperhidrosis and investigation noncompliance ("no echography was performed to confirm essure correct placement") and was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). The patient was hospitalized on (B)(6) 2017 and then on (B)(6) 2017. The patient was treated with amoxicillin; clavulanic acid and surgery (hysteroscopy, laparoscopy with bilateral salpingectomy on (B)(6) 2017 and pieces removed in (B)(6) 2018 / cuneiform resection of left uterine horn). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, ectopic pregnancy with contraceptive device, device dislocation, pelvic pain, device expulsion, dyspareunia, abdominal pain lower, abdominal distension, hypersensitivity, uterine haemorrhage, menorrhagia, metrorrhagia, vaginal haemorrhage, vaginal discharge, amenorrhoea, headache, urinary tract infection, pyrexia, tachycardia, dizziness, systemic lupus erythematosus, rheumatoid arthritis, sjogren's syndrome, autoimmune disorder, dementia, tooth fracture, dental caries, intra-abdominal fluid collection, chronic fatigue syndrome, endometriosis, adenomyosis, loss of libido, alopecia, the last episode of cystitis, pyelonephritis, escherichia urinary tract infection, anxiety and investigation noncompliance outcome was unknown and the post procedural haemorrhage and procedural vomiting had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, amenorrhoea, anxiety, autoimmune disorder, chronic fatigue syndrome, dementia, dental caries, device breakage, device dislocation, device expulsion, dizziness, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, endometriosis, escherichia urinary tract infection, headache, hypersensitivity, intra-abdominal fluid collection, investigation noncompliance, loss of libido, menorrhagia, metrorrhagia, pelvic pain, post procedural haemorrhage, procedural vomiting, pyelonephritis, pyrexia, rheumatoid arthritis, sjogren's syndrome, systemic lupus erythematosus, tachycardia, tooth fracture, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, the first episode of cystitis and the second episode of cystitis to be related to essure. The reporter commented: as per initial information of (B)(6) 2018: lawyer analyzes the damages caused by essure, such as chronic pelvic pain, abnormal uterine bleedings, dyspareunia, important abdominal liquid retention, chronic systemic reactions, lupus, autoimmune responses to metal or to pet fibers, dementia, implant failure leading to ectopic pregnancies, migration or expulsion of device, endometriosis (among others). As per follow-up of 03-aug-2018 (lay press article citing the patient's case): she suffered from bleeding and vomiting on day of insertion, then urinary tract infections, high fever, abdominal pain and swelling, dizziness, tachycardia; no position control was done. In 2017, she was informed that her symptoms were not related to essure, but shortly thereafter her physician told her that there was a possibility that her body was rejecting the product, therefore she underwent excision of the fallopian tubes. In spite of the surgery, she continued with pains, bleedings and urinary infections; she was hospitalized again. After unspecified laboratory tests, 3 loops of the devices were found embedded in the uterus. The pieces were removed in (B)(6) 2018. She was now waiting for a post surgical check, hoping that her problems end. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: foreign body in uterus; in (B)(6) 2017: in the uterus is located a foreign body assumed that are essure remains. It seemed that internal guide of essure device is located in the left hemipelvis. Hysteroscopy - on (B)(6) 2016: diagnostic hysteroscopy and insertion of bilateral essure device, no complications. Laparoscopy - on (B)(6) 2017: the procedure was performed without complications: diagnostic hysteroscopy, laparoscopy with complete bilateral extraction of intratubary devices essure and bilateral salpingectomy; on (B)(6) 2018: cuneiform resection of left uterine horn with extraction of essure device by laparoscopy. Hysteroscopy was performed proving the presence of residual essure. No incidents. Ultrasound scan vagina - on (B)(6) 2017: foreign body in uterus; in (B)(6) 2017: in the uterus is located a foreign body assumed that are essure remains. It seemed that internal guide of essure device is located in the left hemipelvis. Lot number: he0113u, production date: 2015-08-12, expiration date: 2018-08-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: update quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('three device loops were found embedded in uterus'), embedded device ('three device loops were found embedded in uterus'), ectopic pregnancy with contraceptive device ('ectopic pregnancies'), device intolerance ('possibility that her body was rejecting the device, therefore salpingectomy'), device dislocation ('migration of device'), uterine haemorrhage ('abnormal uterine bleedings continued after salpingectomy / abnormal uterine bleedings / post procedural hemorrhage'), pelvic pain ('chronic pelvic pain / pain continued after salpingectomy'), urinary tract infection ('presented to the urgency department due to urinary tract infection / continuing also after salpingectomy'), pyrexia ('presented to the urgency department due to high fever'), systemic lupus erythematosus ('lupus'), rheumatoid arthritis ('rheumatoid arthritis'), sjogren's syndrome ('sjogren's syndrome'), autoimmune disorder ('autoimmune responses to metal or to pet fibers which mimic signs and symptoms of rashes'), dementia ('dementia'), tooth fracture ('loss of dental pieces / dental ruptures'), chronic fatigue syndrome ('chronic fatigue syndrome'), pyelonephritis ('non-complicated pyelonephritis') and escherichia urinary tract infection ('urinary tract infection (escherichia coli.)') In a 37-year-old female patient who had essure (batch no: he0113u) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "implant failure (correct placement), leading to ectopic pregnancies". On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced the first episode of cystitis ("acute cystitis"). In 2016, the patient experienced post procedural haemorrhage ("bleeding on the day of the insertion procedure") and procedural vomiting ("vomit on the day of the insertion procedure"). On (B)(6) 2017, the patient experienced device intolerance (seriousness criteria medically significant and intervention required). In 2017, the patient experienced abdominal distension ("abdominal distension"), vaginal haemorrhage ("occasional vaginal bleeding / spotting, occasional dark vaginal bleeding"), headache ("headache") and the first episode of abdominal pain lower ("hypogastric pain"). On (B)(6) 2017, the patient experienced the second episode of cystitis ("acute cystitis") with dysuria and chromaturia and pyelonephritis (seriousness criterion medically significant) with pyrexia. On (B)(6) 2017, the patient experienced anxiety ("unspecific anxiety"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion hospitalization), pelvic pain (seriousness criterion hospitalization), urinary tract infection (seriousness criterion hospitalization), pyrexia (seriousness criterion medically significant), the second episode of abdominal pain lower ("presented to the urgency department due to belly pain / hypogastric abdominal pain"), swelling abdomen ("presented to the urgency department due to belly swelling"), tachycardia ("tachycardia"), dizziness ("dizziness"), systemic lupus erythematosus (seriousness criterion medically significant), hypersensitivity ("chronic systemic reactions"), rheumatoid arthritis (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dementia (seriousness criterion medically significant), tooth fracture (seriousness criterion medically significant), dental caries ("tooth decay"), device expulsion ("expulsion of device"), intra-abdominal fluid collection ("important abdominal liquid retention"), dyspareunia ("dyspareunia (pain during sexual intercourse)"), chronic fatigue syndrome (seriousness criterion medically significant), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), loss of libido ("loss of sexual drive"), alopecia ("hair loss"), investigation noncompliance ("no echography was performed to confirm essure correct placement"), menorrhagia ("hypermenorrhea"), vaginal discharge ("white vaginal discharge with bad smell"), metrorrhagia ("metrorrhagia despite bilateral salpingentomy"), escherichia urinary tract infection (seriousness criterion hospitalization) with urine odour abnormal, back pain, myalgia, white blood cell count increased, chills and hyperhidrosis and amenorrhoea ("amenorrhea") and was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). The patient was hospitalized on (B)(6) 2017 and then on (B)(6) 2017. The patient was treated with amoxicillin; clavulanic acid and surgery (bilateral salpingectomy in 2017, hysteroscopy, laparoscopy with bilateral salpingectomy on (B)(6) 2017 and pieces removed on (B)(6) 2018 / cuneiform resection of left uterine horn). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, ectopic pregnancy with contraceptive device, device intolerance, device dislocation, uterine haemorrhage, pelvic pain, urinary tract infection, pyrexia, the last episode of abdominal pain lower, swelling abdomen, tachycardia, dizziness, systemic lupus erythematosus, hypersensitivity, rheumatoid arthritis, sjogren's syndrome, autoimmune disorder, dementia, tooth fracture, dental caries, device expulsion, intra-abdominal fluid collection, dyspareunia, chronic fatigue syndrome, endometriosis, adenomyosis, loss of libido, alopecia, investigation noncompliance, menorrhagia, vaginal discharge, metrorrhagia, the last episode of cystitis, pyelonephritis, escherichia urinary tract infection, abdominal distension, vaginal haemorrhage, headache, anxiety and amenorrhoea outcome was unknown and the post procedural haemorrhage and procedural vomiting had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, adenomyosis, alopecia, amenorrhoea, anxiety, autoimmune disorder, chronic fatigue syndrome, dementia, dental caries, device breakage, device dislocation, device expulsion, device intolerance, dizziness, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, endometriosis, escherichia urinary tract infection, headache, hypersensitivity, intra-abdominal fluid collection, investigation noncompliance, loss of libido, menorrhagia, metrorrhagia, pelvic pain, post procedural haemorrhage, procedural vomiting, pyelonephritis, pyrexia, rheumatoid arthritis, sjogren's syndrome, systemic lupus erythematosus, tachycardia, tooth fracture, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, the first episode of abdominal pain lower, the first episode of cystitis, swelling abdomen, the second episode of abdominal pain lower and the second episode of cystitis to be related to essure. No further causality assessment were provided for the product. The reporter commented: as per initial information of 22-may-2018: lawyer analyzes the damages caused by essure, such as chronic pelvic pain, abnormal uterine bleedings, dyspareunia, important abdominal liquid retention, chronic systemic reactions, lupus, autoimmune responses to metal or to pet fibers, dementia, implant failure leading to ectopic pregnancies, migration or expulsion of device, endometriosis (among others). As per follow-up of 03-aug-2018 (lay press article citing the patient's case): she suffered from bleeding and vomiting on day of insertion, then urinary tract infections, high fever, abdominal pain and swelling, dizziness, tachycardia; no position control was done. In 2017, she was informed that her symptoms were not related to essure, but shortly thereafter her physician told her that there was a possibility that her body was rejecting the product, therefore she underwent excision of the fallopian tubes. In spite of the surgery, she continued with pains, bleedings and urinary infections; she was hospitalized again. After unspecified laboratory tests, 3 loops of the devices were found embedded in the uterus. The pieces were removed on (B)(6) 2018. She was now waiting for a post surgical check, hoping that her problems end. Insertion details: insertion procedure performed on (B)(6) 2016 without complications. Diagnostic hysteroscopy and insertion of bilateral essure device. Confirmation of essure insertion post procedure, no further details provided. Removal details: on (B)(6) 2017 intervention / essure removal was performed due to patient´s intolerance. The procedure was performed without complications: diagnostic hysteroscopy, laparoscopy with complete bilateral extraction of intratubary devices essure and bilateral salpingectomy. Essure remains were found and on (B)(6) 2018 cuneiform resection of left uterine horn with extraction of essure device by laparoscopy. Hysteroscopy was performed proving the presence of residual essure. No incidents. Diagnostic results: on (B)(6) 2017 - echography tests and computerized axial tomography were performed that showed a foreign body in uterus, essure was rejected by her body and decided to perform removal due to sudden infections and essure intolerance. On 2017 - echography, computerized axial tomography and x-rays were performed that showed that in the uterus is located a foreign body assumed that are essure remains. It seemed that internal guide of essure device is located in the left hemipelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: extension of expected date of next report for ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('three device loops were found embedded in uterus'), device breakage ('three device loops were found embedded in uterus'), ectopic pregnancy with contraceptive device ('ectopic pregnancies'), device dislocation ('migration of device'), pelvic pain ('chronic pelvic pain / pain continued after salpingectomy'), urinary tract infection ('presented to the urgency department due to urinary tract infection / continuing also after salpingectomy'), pyrexia ('presented to the urgency department due to high fever') and escherichia urinary tract infection ('urinary tract infection (escherichia coli.)') In a 37-year-old female patient who had essure (batch no. He0113u) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "implant failure (correct placement), leading to ectopic pregnancies". On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced the first episode of cystitis ("acute cystitis"). In 2016, the patient experienced post procedural haemorrhage ("bleeding on the day of the insertion procedure") and procedural vomiting ("vomit on the day of the insertion procedure"). In 2017, the patient experienced vaginal haemorrhage ("occasional vaginal bleeding./ spotting, occasional dark vaginal bleeding") and headache ("headache"). In (B)(6) 2017, the patient experienced the second episode of cystitis ("acute cystitis") with dysuria and chromaturia and pyelonephritis ("non-complicated pyelonephritis") with pyrexia. In (B)(6) 2017, the patient experienced anxiety ("unspecific anxiety"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion hospitalization), device expulsion ("expulsion of device"), dyspareunia ("dyspareunia (pain during sexual intercourse)"), abdominal pain lower ("hypogastric abdominal pain/ presented to the urgency department due to belly pain / hypogastric pain"), abdominal distension ("abdominal distension/ presented to the urgency department due to belly swelling"), hypersensitivity ("chronic systemic reactions"), uterine haemorrhage ("abnormal uterine bleedings continued after salpingectomy / abnormal uterine bleedings"), menorrhagia ("hypermenorrhea"), metrorrhagia ("metrorrhagia despite bilateral salpingectomy"), vaginal discharge ("white vaginal discharge with bad smell"), amenorrhoea ("amenorrhea"), urinary tract infection (seriousness criterion hospitalization), pyrexia (seriousness criterion medically significant), tachycardia ("tachycardia"), dizziness ("dizziness"), systemic lupus erythematosus ("lupus"), rheumatoid arthritis ("rheumatoid arthritis"), sjogren's syndrome ("sjogren's syndrome"), autoimmune disorder ("autoimmune responses to metal or to pet fibers which mimic signs and symptoms of rashes"), dementia ("dementia"), tooth fracture ("loss of dental pieces / dental ruptures"), dental caries ("tooth decay"), intra-abdominal fluid collection ("important abdominal liquid retention"), chronic fatigue syndrome ("chronic fatigue syndrome"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), loss of libido ("loss of sexual drive"), alopecia ("hair loss"), escherichia urinary tract infection (seriousness criterion hospitalization) with back pain, urine odour abnormal, myalgia, white blood cell count increased, chills and hyperhidrosis and investigation noncompliance ("no echography was performed to confirm essure correct placement") and was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). The patient was hospitalized on (B)(6) 2017 and then on (B)(6) 2017. The patient was treated with amoxicillin;clavulanic acid and surgery (hysteroscopy, laparoscopy with bilateral salpingectomy on (B)(6) 2017 and pieces removed in (B)(6) 2018 / cuneiform resection of left uterine horn). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, ectopic pregnancy with contraceptive device, device dislocation, pelvic pain, device expulsion, dyspareunia, abdominal pain lower, abdominal distension, hypersensitivity, uterine haemorrhage, menorrhagia, metrorrhagia, vaginal haemorrhage, vaginal discharge, amenorrhoea, headache, urinary tract infection, pyrexia, tachycardia, dizziness, systemic lupus erythematosus, rheumatoid arthritis, sjogren's syndrome, autoimmune disorder, dementia, tooth fracture, dental caries, intra-abdominal fluid collection, chronic fatigue syndrome, endometriosis, adenomyosis, loss of libido, alopecia, the last episode of cystitis, pyelonephritis, escherichia urinary tract infection, anxiety and investigation noncompliance outcome was unknown and the post procedural haemorrhage and procedural vomiting had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, amenorrhoea, anxiety, autoimmune disorder, chronic fatigue syndrome, dementia, dental caries, device breakage, device dislocation, device expulsion, dizziness, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, endometriosis, escherichia urinary tract infection, headache, hypersensitivity, intra-abdominal fluid collection, investigation noncompliance, loss of libido, menorrhagia, metrorrhagia, pelvic pain, post procedural haemorrhage, procedural vomiting, pyelonephritis, pyrexia, rheumatoid arthritis, sjogren's syndrome, systemic lupus erythematosus, tachycardia, tooth fracture, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, the first episode of cystitis and the second episode of cystitis to be related to essure. No further causality assessment were provided for the product. The reporter commented: as per initial information of 22-may-2018: lawyer analyzes the damages caused by essure, such as chronic pelvic pain, abnormal uterine bleedings, dyspareunia, important abdominal liquid retention, chronic systemic reactions, lupus, autoimmune responses to metal or to pet fibers, dementia, implant failure leading to ectopic pregnancies, migration or expulsion of device, endometriosis (among others). As per follow-up of 03-aug-2018 (lay press article citing the patient's case): she suffered from bleeding and vomiting on day of insertion, then urinary tract infections, high fever, abdominal pain and swelling, dizziness, tachycardia; no position control was done. In 2017, she was informed that her symptoms were not related to essure, but shortly thereafter her physician told her that there was a possibility that her body was rejecting the product, therefore she underwent excision of the fallopian tubes. In spite of the surgery, she continued with pains, bleedings and urinary infections; she was hospitalized again. After unspecified laboratory tests, 3 loops of the devices were found embedded in the uterus. The pieces were removed in (B)(6) 2018. She was now waiting for a post surgical check, hoping that her problems end. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: foreign body in uterus; in (B)(6) 2017: in the uterus is located a foreign body assumed that are essure remains. It seemed that internal guide of essure device is located in the left hemipelvis. Hysteroscopy - on (B)(6) 2016: diagnostic hysteroscopy and insertion of bilateral essure device, no complications. Laparoscopy - on (B)(6) 2017: the procedure was performed without complications: diagnostic hysteroscopy, laparoscopy with complete bilateral extraction of intratubary devices essure and bilateral salpingectomy; on (B)(6) 2018: cuneiform resection of left uterine horn with extraction of essure device by laparoscopy. Hysteroscopy was performed proving the presence of residual essure. No incidents. Ultrasound scan vagina - on (B)(6) 2017: foreign body in uterus; in (B)(6) 2017: in the uterus is located a foreign body assumed that are essure remains. It seemed that internal guide of essure device is located in the left hemipelvis. Lot number: he0113u, production date: 2015-08-12, expiration date: 2018-08-28 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2021: ha number re-sent. No new information received, update to imdrf/FDA codes only. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('three device loops were found embedded in uterus'), perforation ('organ tearing'), device breakage ('three device loops were found embedded in uterus'), ectopic pregnancy with contraceptive device ('ectopic pregnancies'), device dislocation ('migration of device'), pelvic pain ('chronic pelvic pain / pain continued after salpingectomy'), urinary tract infection ('presented to the urgency department due to urinary tract infection / continuing also after salpingectomy'), pyrexia ('presented to the urgency department due to high fever'), escherichia urinary tract infection ('urinary tract infection (escherichia coli.)') And abdominal pain ('serious abdominal pain') in a 37-year-old female patient who had essure (batch no. He0113u) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "implant failure (correct placement), leading to ectopic pregnancies". On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced the first episode of cystitis ("acute cystitis"). In 2016, the patient experienced post procedural haemorrhage ("bleeding on the day of the insertion procedure") and procedural vomiting ("vomit on the day of the insertion procedure"). In 2017, the patient experienced vaginal haemorrhage ("occasional vaginal bleeding./ spotting, occasional dark vaginal bleeding") and headache ("headache"). In (B)(6) 2017, the patient experienced the second episode of cystitis ("acute cystitis") with dysuria and chromaturia and pyelonephritis ("non-complicated pyelonephritis") with pyrexia. In (B)(6) 2017, the patient experienced anxiety ("unspecific anxiety"). On an unknown date, the patient experienced embedded device (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion hospitalization), device expulsion ("expulsion of device"), dyspareunia ("dyspareunia (pain during sexual intercourse)"), abdominal pain lower ("hypogastric abdominal pain/ presented to the urgency department due to belly pain / hypogastric pain"), abdominal distension ("abdominal distension/ presented to the urgency department due to belly swelling"), hypersensitivity ("chronic systemic reactions"), uterine haemorrhage ("abnormal uterine bleedings continued after salpingectomy / abnormal uterine bleedings"), heavy menstrual bleeding ("hypermenorrhea"), intermenstrual bleeding ("metrorrhagia despite bilateral salpingotomy"), vaginal discharge ("white vaginal discharge with bad smell"), amenorrhoea ("amenorrhea"), urinary tract infection (seriousness criterion hospitalization), pyrexia (seriousness criterion medically significant), tachycardia ("tachycardia"), dizziness ("dizziness"), systemic lupus erythematosus ("lupus"), rheumatoid arthritis ("rheumatoid arthritis"), sjogren's syndrome ("sjogren's syndrome"), autoimmune disorder ("autoimmune responses to metal or to pet fibers which mimic signs and symptoms of rashes"), dementia ("dementia"), tooth fracture ("loss of dental pieces / dental ruptures"), dental caries ("tooth decay"), intra-abdominal fluid collection ("important abdominal liquid retention"), chronic fatigue syndrome ("chronic fatigue syndrome"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), loss of libido ("loss of sexual drive"), alopecia ("hair loss"), escherichia urinary tract infection (seriousness criterion hospitalization) with back pain, urine odour abnormal, myalgia, white blood cell count increased, chills and hyperhidrosis, investigation noncompliance ("no echography was performed to confirm essure correct placement"), abdominal pain (seriousness criterion medically significant) and mental disorder ("psychological problems") and was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). The patient was hospitalized on (B)(6) 2017 and then on (B)(6) 2017. The patient was treated with amoxicillin;clavulanic acid and surgery (hysteroscopy, laparoscopy with bilateral salpingectomy on (B)(6) 2017 and pieces removed in (B)(6) 2018 / cuneiform resection of left uterine horn). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, perforation, device breakage, ectopic pregnancy with contraceptive device, device dislocation, pelvic pain, device expulsion, dyspareunia, abdominal pain lower, abdominal distension, hypersensitivity, uterine haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, vaginal haemorrhage, vaginal discharge, amenorrhoea, headache, urinary tract infection, pyrexia, tachycardia, dizziness, systemic lupus erythematosus, rheumatoid arthritis, sjogren's syndrome, autoimmune disorder, dementia, tooth fracture, dental caries, intra-abdominal fluid collection, chronic fatigue syndrome, endometriosis, adenomyosis, loss of libido, alopecia, the last episode of cystitis, pyelonephritis, escherichia urinary tract infection, anxiety, investigation noncompliance, abdominal pain and mental disorder outcome was unknown and the post procedural haemorrhage and procedural vomiting had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, amenorrhoea, anxiety, autoimmune disorder, chronic fatigue syndrome, dementia, dental caries, device breakage, device dislocation, device expulsion, dizziness, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, endometriosis, escherichia urinary tract infection, headache, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, intra-abdominal fluid collection, investigation noncompliance, loss of libido, mental disorder, pelvic pain, perforation, post procedural haemorrhage, procedural vomiting, pyelonephritis, pyrexia, rheumatoid arthritis, sjogren's syndrome, systemic lupus erythematosus, tachycardia, tooth fracture, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, the first episode of cystitis and the second episode of cystitis to be related to essure. The reporter commented: as per initial information of (B)(6) 2018: lawyer analyzes the damages caused by essure, such as chronic pelvic pain, abnormal uterine bleedings, dyspareunia, important abdominal liquid retention, chronic systemic reactions, lupus, autoimmune responses to metal or to pet fibers, dementia, implant failure leading to ectopic pregnancies, migration or expulsion of device, endometriosis (among others). As per follow-up of 03-aug-2018 (lay press article citing the patient's case): she suffered from bleeding and vomiting on day of insertion, then urinary tract infections, high fever, abdominal pain and swelling, dizziness, tachycardia; no position control was done. In 2017, she was informed that her symptoms were not related to essure, but shortly thereafter her physician told her that there was a possibility that her body was rejecting the product, therefore she underwent excision of the fallopian tubes. In spite of the surgery, she continued with pains, bleedings and urinary infections; she was hospitalized again. After unspecified laboratory tests, 3 loops of the devices were found embedded in the uterus. The pieces were removed in (B)(6) 2018. She was now waiting for a post surgical check, hoping that her problems end. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: foreign body in uterus; in (B)(6) 2017: in the uterus is located a foreign body assumed that are essure remains. It seemed that internal guide of essure device is located in the left hemipelvis. Hysteroscopy - on (B)(6) 2016: diagnostic hysteroscopy and insertion of bilateral essure device, no complications. Laparoscopy - on (B)(6) 2017: the procedure was performed without complications: diagnostic hysteroscopy, laparoscopy with complete bilateral extraction of intratubary devices essure and bilateral salpingectomy; on (B)(6) 2018: cuneiform resection of left uterine horn with extraction of essure device by laparoscopy. Hysteroscopy was performed proving the presence of residual essure. No incidents. Ultrasound scan vagina - on (B)(6) 2017: foreign body in uterus; in (B)(6) 2017: in the uterus is located a foreign body assumed that are essure remains. It seemed that internal guide of essure device is located in the left hemipelvis. Lot number he0113u production date 2015-08-12 expiration date 2018-08-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2021: new lawyer and new adverse events added: serious abdominal pain, psychological problems, organ perforation. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("three device loops were found embedded in uterus"), embedded device ("three device loops were found embedded in uterus"), device intolerance ("possibility that her body was rejecting the device, therefore salpingectomy"), ectopic pregnancy with contraceptive device ("ectopic pregnancies"), device dislocation ("migration of device"), urinary tract infection ("presented to the urgency department due to urinary tract infection / continuing also after salpingectomy"), pyrexia ("presented to the urgency department due to high fever"), uterine haemorrhage ("abnormal uterine bleedings continued after salpingectomy / abnormal uterine bleedings/post procedural hemorrhage"), pelvic pain ("chronic pelvic pain / pain continued after salpingectomy"), abdominal pain ("presented to the urgency department due to belly pain / hypogastric abdominal pain"), the second episode of abdominal distension ("presented to the urgency department due to belly swelling"), post procedural haemorrhage ("bleeding on the day of the insertion procedure"), systemic lupus erythematosus ("lupus"), rheumatoid arthritis ("rheumatoid arthritis"), sjogren's syndrome ("sjogren's syndrome"), autoimmune disorder ("autoimmune responses to metal or to pet fibers which mimic signs and symptoms of rashes"), dementia ("dementia"), tooth fracture ("loss of dental pieces / dental ruptures"), chronic fatigue syndrome ("chronic fatigue syndrome"), pyelonephritis ("non-complicated pyelonephritis") and escherichia urinary tract infection ("urinary tract infection (escherichia coli.)") In a 37-year-old female patient who had essure (batch no. He0113u) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "implant failure (correct placement), leading to ectopic pregnancies". On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced post procedural haemorrhage (seriousness criterion medically significant) and procedural vomiting ("vomit on the day of the insertion procedure"). In june 2016, the patient experienced the first episode of cystitis ("acute cystitis"). In january 2017, the patient experienced device intolerance (seriousness criteria medically significant and intervention required). In 2017, the patient experienced the first episode of abdominal distension ("abdominal distension"), vaginal haemorrhage ("occasional vaginal bleeding./ spotting, ocassional dark vaginal bleeding"), headache ("headache") and abdominal pain lower ("hypogastric pain"). In november 2017, the patient experienced the second episode of cystitis ("acute cystitis") with dysuria and chromaturia and pyelonephritis (seriousness criterion medically significant) with pyrexia. In december 2017, the patient experienced anxiety ("unspecific anxiety"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion hospitalization), pyrexia (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion hospitalization), pelvic pain (seriousness criterion hospitalization), abdominal pain (seriousness criterion medically significant), the second episode of abdominal distension (seriousness criterion medically significant), tachycardia ("tachycardia"), dizziness ("dizziness"), systemic lupus erythematosus (seriousness criterion medically significant), hypersensitivity ("chronic systemic reactions"), rheumatoid arthritis (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dementia (seriousness criterion medically significant), tooth fracture (seriousness criterion medically significant), dental caries ("tooth decay"), device expulsion ("expulsion of device"), intra-abdominal fluid collection ("important abdominal liquid retention"), dyspareunia ("dyspareunia (pain during sexual intercourse)"), chronic fatigue syndrome (seriousness criterion medically significant), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), loss of libido ("loss of sexual drive"), alopecia ("hair loss"), investigation noncompliance ("no echography was performed to confirm essure correct placement"), menorrhagia ("hypermenorrhea"), vaginal discharge ("white vaginal discharge with bad smell"), metrorrhagia ("metrorrhagia despite bilateral salpingentomy"), escherichia urinary tract infection (seriousness criterion hospitalization) with urine odour abnormal, back pain, myalgia, white blood cell count increased, chills and hyperhidrosis and amenorrhoea ("amenorrhea"). The patient was hospitalized on (B)(6) 2017 and then on (B)(6) 2017. Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with amoxi-clavulanico (amoxicillin w/clavulanic acid), surgery (pieces removed in(B)(6)2018 / cuneiform resection of left uterine horn) and surgery (hysteroscopy, laparoscopy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, embedded device, device intolerance, ectopic pregnancy with contraceptive device, device dislocation, urinary tract infection, pyrexia, uterine haemorrhage, pelvic pain, abdominal pain, the last episode of abdominal distension, tachycardia, dizziness, systemic lupus erythematosus, hypersensitivity, rheumatoid arthritis, sjogren's syndrome, autoimmune disorder, dementia, tooth fracture, dental caries, device expulsion, intra-abdominal fluid collection, dyspareunia, chronic fatigue syndrome, endometriosis, adenomyosis, loss of libido, alopecia, investigation noncompliance, menorrhagia, vaginal discharge, metrorrhagia, the last episode of cystitis, pyelonephritis, escherichia urinary tract infection, vaginal haemorrhage, headache, abdominal pain lower, anxiety and amenorrhoea outcome was unknown and the post procedural haemorrhage and procedural vomiting had resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, amenorrhoea, anxiety, autoimmune disorder, chronic fatigue syndrome, dementia, dental caries, device breakage, device dislocation, device expulsion, device intolerance, dizziness, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, endometriosis, escherichia urinary tract infection, headache, hypersensitivity, intra-abdominal fluid collection, investigation noncompliance, loss of libido, menorrhagia, metrorrhagia, pelvic pain, post procedural haemorrhage, procedural vomiting, pyelonephritis, pyrexia, rheumatoid arthritis, sjogren's syndrome, systemic lupus erythematosus, tachycardia, tooth fracture, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, the first episode of abdominal distension, the first episode of cystitis, the second episode of abdominal distension and the second episode of cystitis to be related to essure. The reporter commented: as per initial information of (B)(6) 2018: lawyer analyzes the damages caused by essure, such as chronic pelvic pain, abnormal uterine bleedings, dyspareunia, important abdominal liquid retention, chronic systemic reactions, lupus, autoimmune responses to metal or to pet fibers, dementia, implant failure leading to ectopic pregnancies, migration or expulsion of device, endometriosis (among others). As per follow-up of (B)(6) 2018 (lay press article citing the patient's case): she suffered from bleeding and vomiting on day of insertion, then urinary tract infections, high fever, abdominal pain and swelling, dizziness, tachycardia; no position control was done. In 2017, she was informed that her symptoms were not related to essure, but shortly thereafter her physician told her that there was a possibility that her body was rejecting the product, therefore she underwent excision of the fallopian tubes. In spite of the surgery, she continued with pains, bleedings and urinary infections; she was hospitalized again. After unspecified laboratory tests, 3 loops of the devices were found embedded in the uterus. The pieces were removed in (B)(6) 2018. She was now waiting for a post surgical check, hoping that her problems end. Insertion details: insertion procedure performed on (B)(6) 2016 without complications. Diagnostic hysteroscopy and insertion of bilateral essure device. Confirmation of essure insertion post procedure, no further details provided. Removal details: on (B)(6) 2017 intervention/essure removal was performed due to patient´s intolerance. The procedure was performed without complications: diagnostic hysteroscopy, laparoscopy with complete bilateral extraction of intratubary devices essure and bilateral salpingectomy. Essure remains were found and on 08-may-2018 cuneiform resection of left uterine horn with extraction of essure device by laparoscopy. Hysteroscopy was performed proving the presence of residual essure. No incidents. Diagnostic results:(B)(6) 2017 - echography tests and computerized axial tomography were performed that showed a foreign body in uterus, essure was rejected by her body and decided to perform removal due to sudden infections and essure intolerance. (B)(6) 2017 - echography, computerized axial tomography and x-rays were performed that showed that in the uterus is located a foreign body assumed that are essure remains. It seemed that internal guide of essure device is located in the left hemipelvis. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: urinary tract infection, pyrexia, post procedural vomiting and bleeding, menstrual disorder, pelvic pain, device expulsion and device breakage. Most recent follow-up information incorporated above includes: on 25-sep-2018: medical records received. Batch number provided. Events updated, menorrhagia, vaginal discharge, metrorrhagia, cystitis, pyelonephritis, escherichia urinary tract infection, vaginal haemorrhage, headache, abdominal pain lower, anxiety and amenorrhoea were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("three device loops were found embedded in uterus"), embedded device ("three device loops were found embedded in uterus"), ectopic pregnancy with contraceptive device ("ectopic pregnancies"), device intolerance ("possibility that her body was rejecting the device, therefore salpingectomy"), device dislocation ("migration of device"), uterine haemorrhage ("abnormal uterine bleedings continued after salpingectomy / abnormal uterine bleedings/post procedural hemorrhage"), pelvic pain ("chronic pelvic pain / pain continued after salpingectomy"), urinary tract infection ("presented to the urgency department due to urinary tract infection / continuing also after salpingectomy"), pyrexia ("presented to the urgency department due to high fever"), the second episode of abdominal pain lower ("presented to the urgency department due to belly pain / hypogastric abdominal pain"), the second episode of abdominal distension ("presented to the urgency department due to belly swelling"), post procedural haemorrhage ("bleeding on the day of the insertion procedure"), systemic lupus erythematosus ("lupus"), rheumatoid arthritis ("rheumatoid arthritis"), sjogren's syndrome ("sjogren's syndrome"), autoimmune disorder ("autoimmune responses to metal or to pet fibers which mimic signs and symptoms of rashes"), dementia ("dementia"), tooth fracture ("loss of dental pieces / dental ruptures"), chronic fatigue syndrome ("chronic fatigue syndrome"), pyelonephritis ("non-complicated pyelonephritis") and escherichia urinary tract infection ("urinary tract infection (escherichia coli.)") In a 37-year-old female patient who had essure (batch no. He0113u) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "implant failure (correct placement), leading to ectopic pregnancies". On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced post procedural haemorrhage (seriousness criterion medically significant) and procedural vomiting ("vomit on the day of the insertion procedure"). In june 2016, the patient experienced the first episode of cystitis ("acute cystitis"). In january 2017, the patient experienced device intolerance (seriousness criteria medically significant and intervention required). In 2017, the patient experienced the first episode of abdominal distension ("abdominal distension"), vaginal haemorrhage ("occasional vaginal bleeding./ spotting, ocassional dark vaginal bleeding"), headache ("headache") and the first episode of abdominal pain lower ("hypogastric pain"). In november 2017, the patient experienced the second episode of cystitis ("acute cystitis") with dysuria and chromaturia and pyelonephritis (seriousness criterion medically significant) with pyrexia. In december 2017, the patient experienced anxiety ("unspecific anxiety"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion hospitalization), pelvic pain (seriousness criterion hospitalization), urinary tract infection (seriousness criterion hospitalization), pyrexia (seriousness criterion medically significant), the second episode of abdominal pain lower (seriousness criterion medically significant), the second episode of abdominal distension (seriousness criterion medically significant), tachycardia ("tachycardia"), dizziness ("dizziness"), systemic lupus erythematosus (seriousness criterion medically significant), hypersensitivity ("chronic systemic reactions"), rheumatoid arthritis (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dementia (seriousness criterion medically significant), tooth fracture (seriousness criterion medically significant), dental caries ("tooth decay"), device expulsion ("expulsion of device"), intra-abdominal fluid collection ("important abdominal liquid retention"), dyspareunia ("dyspareunia (pain during sexual intercourse)"), chronic fatigue syndrome (seriousness criterion medically significant), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), loss of libido ("loss of sexual drive"), alopecia ("hair loss"), investigation noncompliance ("no echography was performed to confirm essure correct placement"), menorrhagia ("hypermenorrhea"), vaginal discharge ("white vaginal discharge with bad smell"), metrorrhagia ("metrorrhagia despite bilateral salpingentomy"), escherichia urinary tract infection (seriousness criterion hospitalization) with urine odour abnormal, back pain, myalgia, white blood cell count increased, chills and hyperhidrosis and amenorrhoea ("amenorrhea"). The patient was hospitalized on (B)(6) 2017 and then on (B)(6) 2017. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with amoxi-clavulanico (amoxicillin w/clavulanic acid), surgery (pieces removed in may-2018 / cuneiform resection of left uterine horn), surgery (hysteroscopy, laparoscopy with bilateral salpingectomy on (B)(6) 2017) and surgery (bilateral salpingectomy in 2017). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, ectopic pregnancy with contraceptive device, device intolerance, device dislocation, uterine haemorrhage, pelvic pain, urinary tract infection, pyrexia, the last episode of abdominal pain lower, the last episode of abdominal distension, tachycardia, dizziness, systemic lupus erythematosus, hypersensitivity, rheumatoid arthritis, sjogren's syndrome, autoimmune disorder, dementia, tooth fracture, dental caries, device expulsion, intra-abdominal fluid collection, dyspareunia, chronic fatigue syndrome, endometriosis, adenomyosis, loss of libido, alopecia, investigation noncompliance, menorrhagia, vaginal discharge, metrorrhagia, the last episode of cystitis, pyelonephritis, escherichia urinary tract infection, vaginal haemorrhage, headache, anxiety and amenorrhoea outcome was unknown and the post procedural haemorrhage and procedural vomiting had resolved. The reporter considered adenomyosis, alopecia, amenorrhoea, anxiety, autoimmune disorder, chronic fatigue syndrome, dementia, dental caries, device breakage, device dislocation, device expulsion, device intolerance, dizziness, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, endometriosis, escherichia urinary tract infection, headache, hypersensitivity, intra-abdominal fluid collection, investigation noncompliance, loss of libido, menorrhagia, metrorrhagia, pelvic pain, post procedural haemorrhage, procedural vomiting, pyelonephritis, pyrexia, rheumatoid arthritis, sjogren's syndrome, systemic lupus erythematosus, tachycardia, tooth fracture, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, the first episode of abdominal distension, the first episode of abdominal pain lower, the first episode of cystitis, the second episode of abdominal distension, the second episode of abdominal pain lower and the second episode of cystitis to be related to essure. The reporter commented: as per initial information of (B)(6) 2018: lawyer analyzes the damages caused by essure, such as chronic pelvic pain, abnormal uterine bleedings, dyspareunia, important abdominal liquid retention, chronic systemic reactions, lupus, autoimmune responses to metal or to pet fibers, dementia, implant failure leading to ectopic pregnancies, migration or expulsion of device, endometriosis (among others). As per follow-up of (B)(6) 2018 (lay press article citing the patient's case): she suffered from bleeding and vomiting on day of insertion, then urinary tract infections, high fever, abdominal pain and swelling, dizziness, tachycardia; no position control was done. In 2017, she was informed that her symptoms were not related to essure, but shortly thereafter her physician told her that there was a possibility that her body was rejecting the product, therefore she underwent excision of the fallopian tubes. In spite of the surgery, she continued with pains, bleedings and urinary infections; she was hospitalized again. After unspecified laboratory tests, 3 loops of the devices were found embedded in the uterus. The pieces were removed in may-2018. She was now waiting for a post surgical check, hoping that her problems end. Insertion details: insertion procedure performed on (B)(6) 2016 without complications. Diagnostic hysteroscopy and insertion of bilateral essure device. Confirmation of essure insertion post procedure, no further details provided. Removal details: on (B)(6) 2017 intervention/essure removal was performed due to patient´s intolerance. The procedure was performed without complications: diagnostic hysteroscopy, laparoscopy with complete bilateral extraction of intratubary devices essure and bilateral salpingectomy. Essure remains were found and on (B)(6) 2018 cuneiform resection of left uterine horn with extraction of essure device by laparoscopy. Hysteroscopy was performed proving the presence of residual essure. No incidents. Diagnostic results: (B)(6) 2017 - echography tests and computerized axial tomography were performed that showed a foreign body in uterus, essure was rejected by her body and decided to perform removal due to sudden infections and essure intolerance. Dec-2017 - echography, computerized axial tomography and x-rays were performed that showed that in the uterus is located a foreign body assumed that are essure remains. It seemed that internal guide of essure device is located in the left hemipelvis. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: urinary tract infection, pyrexia, post procedural vomiting and bleeding, menstrual disorder, pelvic pain, device expulsion and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('three device loops were found embedded in uterus'), embedded device ('three device loops were found embedded in uterus'), ectopic pregnancy with contraceptive device ('ectopic pregnancies'), device intolerance ('possibility that her body was rejecting the device, therefore salpingectomy'), device dislocation ('migration of device'), uterine haemorrhage ('abnormal uterine bleedings continued after salpingectomy / abnormal uterine bleedings/post procedural hemorrhage'), pelvic pain ('chronic pelvic pain / pain continued after salpingectomy'), urinary tract infection ('presented to the urgency department due to urinary tract infection / continuing also after salpingectomy'), pyrexia ('presented to the urgency department due to high fever'), systemic lupus erythematosus ('lupus'), rheumatoid arthritis ('rheumatoid arthritis'), sjogren's syndrome ('sjogren's syndrome'), autoimmune disorder ('autoimmune responses to metal or to pet fibers which mimic signs and symptoms of rashes'), dementia ('dementia'), tooth fracture ('loss of dental pieces / dental ruptures'), chronic fatigue syndrome ('chronic fatigue syndrome'), pyelonephritis ('non-complicated pyelonephritis') and escherichia urinary tract infection ('urinary tract infection (escherichia coli.)') In a 37-year-old female patient who had essure (batch no. He0113u) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "implant failure (correct placement), leading to ectopic pregnancies". On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced the first episode of cystitis ("acute cystitis"). In 2016, the patient experienced post procedural haemorrhage ("bleeding on the day of the insertion procedure") and procedural vomiting ("vomit on the day of the insertion procedure"). In (B)(6) 2017, the patient experienced device intolerance (seriousness criteria medically significant and intervention required). In 2017, the patient experienced abdominal distension ("abdominal distension"), vaginal haemorrhage ("occasional vaginal bleeding./ spotting, ocassional dark vaginal bleeding"), headache ("headache") and the first episode of abdominal pain lower ("hypogastric pain"). In (B)(6) 2017, the patient experienced the second episode of cystitis ("acute cystitis") with dysuria and chromaturia and pyelonephritis (seriousness criterion medically significant) with pyrexia. In (B)(6) 2017, the patient experienced anxiety ("unspecific anxiety"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion hospitalization), pelvic pain (seriousness criterion hospitalization), urinary tract infection (seriousness criterion hospitalization), pyrexia (seriousness criterion medically significant), the second episode of abdominal pain lower ("presented to the urgency department due to belly pain / hypogastric abdominal pain"), swelling abdomen ("presented to the urgency department due to belly swelling"), tachycardia ("tachycardia"), dizziness ("dizziness"), systemic lupus erythematosus (seriousness criterion medically significant), hypersensitivity ("chronic systemic reactions"), rheumatoid arthritis (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dementia (seriousness criterion medically significant), tooth fracture (seriousness criterion medically significant), dental caries ("tooth decay"), device expulsion ("expulsion of device"), intra-abdominal fluid collection ("important abdominal liquid retention"), dyspareunia ("dyspareunia (pain during sexual intercourse)"), chronic fatigue syndrome (seriousness criterion medically significant), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), loss of libido ("loss of sexual drive"), alopecia ("hair loss"), investigation noncompliance ("no echography was performed to confirm essure correct placement"), menorrhagia ("hypermenorrhea"), vaginal discharge ("white vaginal discharge with bad smell"), metrorrhagia ("metrorrhagia despite bilateral salpingentomy"), escherichia urinary tract infection (seriousness criterion hospitalization) with urine odour abnormal, back pain, myalgia, white blood cell count increased, chills and hyperhidrosis and amenorrhoea ("amenorrhea") and was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). The patient was hospitalized on (B)(6) 2017 and then on (B)(6) 2017. The patient was treated with amoxicillin;clavulanic acid and surgery (bilateral salpingectomy in 2017, hysteroscopy, laparoscopy with bilateral salpingectomy on (B)(6) 2017 and pieces removed in (B)(6) 2018 / cuneiform resection of left uterine horn). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, ectopic pregnancy with contraceptive device, device intolerance, device dislocation, uterine haemorrhage, pelvic pain, urinary tract infection, pyrexia, the last episode of abdominal pain lower, swelling abdomen, tachycardia, dizziness, systemic lupus erythematosus, hypersensitivity, rheumatoid arthritis, sjogren's syndrome, autoimmune disorder, dementia, tooth fracture, dental caries, device expulsion, intra-abdominal fluid collection, dyspareunia, chronic fatigue syndrome, endometriosis, adenomyosis, loss of libido, alopecia, investigation noncompliance, menorrhagia, vaginal discharge, metrorrhagia, the last episode of cystitis, pyelonephritis, escherichia urinary tract infection, abdominal distension, vaginal haemorrhage, headache, anxiety and amenorrhoea outcome was unknown and the post procedural haemorrhage and procedural vomiting had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, adenomyosis, alopecia, amenorrhoea, anxiety, autoimmune disorder, chronic fatigue syndrome, dementia, dental caries, device breakage, device dislocation, device expulsion, device intolerance, dizziness, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, endometriosis, escherichia urinary tract infection, headache, hypersensitivity, intra-abdominal fluid collection, investigation noncompliance, loss of libido, menorrhagia, metrorrhagia, pelvic pain, post procedural haemorrhage, procedural vomiting, pyelonephritis, pyrexia, rheumatoid arthritis, sjogren's syndrome, systemic lupus erythematosus, tachycardia, tooth fracture, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, the first episode of abdominal pain lower, the first episode of cystitis, swelling abdomen, the second episode of abdominal pain lower and the second episode of cystitis to be related to essure. The reporter commented: as per initial information of 22-may-2018: lawyer analyzes the damages caused by essure, such as chronic pelvic pain, abnormal uterine bleedings, dyspareunia, important abdominal liquid retention, chronic systemic reactions, lupus, autoimmune responses to metal or to pet fibers, dementia, implant failure leading to ectopic pregnancies, migration or expulsion of device, endometriosis (among others). As per follow-up of (B)(6) 2018 (lay press article citing the patient's case): she suffered from bleeding and vomiting on day of insertion, then urinary tract infections, high fever, abdominal pain and swelling, dizziness, tachycardia; no position control was done. In 2017, she was informed that her symptoms were not related to essure, but shortly thereafter her physician told her that there was a possibility that her body was rejecting the product, therefore she underwent excision of the fallopian tubes. In spite of the surgery, she continued with pains, bleedings and urinary infections; she was hospitalized again. After unspecified laboratory tests, 3 loops of the devices were found embedded in the uterus. The pieces were removed in (B)(6) 2018. She was now waiting for a post surgical check, hoping that her problems end. Insertion details: insertion procedure performed on (B)(6) 2016 without complications. Diagnostic hysteroscopy and insertion of bilateral essure device. Confirmation of essure insertion post procedure, no further details provided. Removal details: on (B)(6) 2017 intervention/essure removal was performed due to patient´s intolerance. The procedure was performed without complications: diagnostic hysteroscopy, laparoscopy with complete bilateral extraction of intratubary devices essure and bilateral salpingectomy. Essure remains were found and on (B)(6) 2018 cuneiform resection of left uterine horn with extraction of essure device by laparoscopy. Hysteroscopy was performed proving the presence of residual essure. No incidents. Diagnostic results: (B)(6) 2017 - echography tests and computerized axial tomography were performed that showed a foreign body in uterus, essure was rejected by her body and decided to perform removal due to sudden infections and essure intolerance. (B)(6) 2017 - echography, computerized axial tomography and x-rays were performed that showed that in the uterus is located a foreign body assumed that are essure remains. It seemed that internal guide of essure device is located in the left hemipelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: the case 2020-015358 was found to be duplicate of this present case. No new significant information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('three device loops were found embedded in uterus'), embedded device ('three device loops were found embedded in uterus'), ectopic pregnancy with contraceptive device ('ectopic pregnancies'), device intolerance ('possibility that her body was rejecting the device, therefore salpingectomy'), device dislocation ('migration of device'), uterine haemorrhage ('abnormal uterine bleedings continued after salpingectomy / abnormal uterine bleedings/post procedural hemorrhage'), pelvic pain ('chronic pelvic pain / pain continued after salpingectomy'), urinary tract infection ('presented to the urgency department due to urinary tract infection / continuing also after salpingectomy'), pyrexia ('presented to the urgency department due to high fever'), systemic lupus erythematosus ('lupus'), rheumatoid arthritis ('rheumatoid arthritis'), sjogren's syndrome ('sjogren's syndrome'), autoimmune disorder ('autoimmune responses to metal or to pet fibers which mimic signs and symptoms of rashes'), dementia ('dementia'), tooth fracture ('loss of dental pieces / dental ruptures'), chronic fatigue syndrome ('chronic fatigue syndrome'), pyelonephritis ('non-complicated pyelonephritis') and escherichia urinary tract infection ('urinary tract infection (escherichia coli.)') In a 37-year-old female patient who had essure (batch no. He0113u) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "implant failure (correct placement), leading to ectopic pregnancies". On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced the first episode of cystitis ("acute cystitis"). In 2016, the patient experienced post procedural haemorrhage ("bleeding on the day of the insertion procedure") and procedural vomiting ("vomit on the day of the insertion procedure"). In (B)(6) 2017, the patient experienced device intolerance (seriousness criteria medically significant and intervention required). In 2017, the patient experienced abdominal distension ("abdominal distension"), vaginal haemorrhage ("occasional vaginal bleeding./ spotting, ocassional dark vaginal bleeding"), headache ("headache") and the first episode of abdominal pain lower ("hypogastric pain"). In (B)(6) 2017, the patient experienced the second episode of cystitis ("acute cystitis") with dysuria and chromaturia and pyelonephritis (seriousness criterion medically significant) with pyrexia. In (B)(6) 2017, the patient experienced anxiety ("unspecific anxiety"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion hospitalization), pelvic pain (seriousness criterion hospitalization), urinary tract infection (seriousness criterion hospitalization), pyrexia (seriousness criterion medically significant), the second episode of abdominal pain lower ("presented to the urgency department due to belly pain / hypogastric abdominal pain"), swelling abdomen ("presented to the urgency department due to belly swelling"), tachycardia ("tachycardia"), dizziness ("dizziness"), systemic lupus erythematosus (seriousness criterion medically significant), hypersensitivity ("chronic systemic reactions"), rheumatoid arthritis (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dementia (seriousness criterion medically significant), tooth fracture (seriousness criterion medically significant), dental caries ("tooth decay"), device expulsion ("expulsion of device"), intra-abdominal fluid collection ("important abdominal liquid retention"), dyspareunia ("dyspareunia (pain during sexual intercourse)"), chronic fatigue syndrome (seriousness criterion medically significant), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), loss of libido ("loss of sexual drive"), alopecia ("hair loss"), investigation noncompliance ("no echography was performed to confirm essure correct placement"), menorrhagia ("hypermenorrhea"), vaginal discharge ("white vaginal discharge with bad smell"), metrorrhagia ("metrorrhagia despite bilateral salpingentomy"), escherichia urinary tract infection (seriousness criterion hospitalization) with urine odour abnormal, back pain, myalgia, white blood cell count increased, chills and hyperhidrosis and amenorrhoea ("amenorrhea") and was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). The patient was hospitalized on (B)(6) 2017 and then on (B)(6) 2017. The patient was treated with amoxicillin;clavulanic acid and surgery (bilateral salpingectomy in 2017, hysteroscopy, laparoscopy with bilateral salpingectomy on (B)(6) 2017 and pieces removed in (B)(6) 2018 / cuneiform resection of left uterine horn). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, ectopic pregnancy with contraceptive device, device intolerance, device dislocation, uterine haemorrhage, pelvic pain, urinary tract infection, pyrexia, the last episode of abdominal pain lower, swelling abdomen, tachycardia, dizziness, systemic lupus erythematosus, hypersensitivity, rheumatoid arthritis, sjogren's syndrome, autoimmune disorder, dementia, tooth fracture, dental caries, device expulsion, intra-abdominal fluid collection, dyspareunia, chronic fatigue syndrome, endometriosis, adenomyosis, loss of libido, alopecia, investigation noncompliance, menorrhagia, vaginal discharge, metrorrhagia, the last episode of cystitis, pyelonephritis, escherichia urinary tract infection, abdominal distension, vaginal haemorrhage, headache, anxiety and amenorrhoea outcome was unknown and the post procedural haemorrhage and procedural vomiting had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, adenomyosis, alopecia, amenorrhoea, anxiety, autoimmune disorder, chronic fatigue syndrome, dementia, dental caries, device breakage, device dislocation, device expulsion, device intolerance, dizziness, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, endometriosis, escherichia urinary tract infection, headache, hypersensitivity, intra-abdominal fluid collection, investigation noncompliance, loss of libido, menorrhagia, metrorrhagia, pelvic pain, post procedural haemorrhage, procedural vomiting, pyelonephritis, pyrexia, rheumatoid arthritis, sjogren's syndrome, systemic lupus erythematosus, tachycardia, tooth fracture, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, the first episode of abdominal pain lower, the first episode of cystitis, swelling abdomen, the second episode of abdominal pain lower and the second episode of cystitis to be related to essure. The reporter commented: as per initial information of 22-may-2018: lawyer analyzes the damages caused by essure, such as chronic pelvic pain, abnormal uterine bleedings, dyspareunia, important abdominal liquid retention, chronic systemic reactions, lupus, autoimmune responses to metal or to pet fibers, dementia, implant failure leading to ectopic pregnancies, migration or expulsion of device, endometriosis (among others). As per follow-up of (B)(6) 2018 (lay press article citing the patient's case): she suffered from bleeding and vomiting on day of insertion, then urinary tract infections, high fever, abdominal pain and swelling, dizziness, tachycardia; no position control was done. In 2017, she was informed that her symptoms were not related to essure, but shortly thereafter her physician told her that there was a possibility that her body was rejecting the product, therefore she underwent excision of the fallopian tubes. In spite of the surgery, she continued with pains, bleedings and urinary infections; she was hospitalized again. After unspecified laboratory tests, 3 loops of the devices were found embedded in the uterus. The pieces were removed in (B)(6) 2018. She was now waiting for a post surgical check, hoping that her problems end. Insertion details: insertion procedure performed on (B)(6) 2016 without complications. Diagnostic hysteroscopy and insertion of bilateral essure device. Confirmation of essure insertion post procedure, no further details provided. Removal details: on (B)(6) 2017 intervention/essure removal was performed due to patient´s intolerance. The procedure was performed without complications: diagnostic hysteroscopy, laparoscopy with complete bilateral extraction of intratubary devices essure and bilateral salpingectomy. Essure remains were found and on (B)(6) 2018 cuneiform resection of left uterine horn with extraction of essure device by laparoscopy. Hysteroscopy was performed proving the presence of residual essure. No incidents. Diagnostic results: (B)(6) 2017 - echography tests and computerized axial tomography were performed that showed a foreign body in uterus, essure was rejected by her body and decided to perform removal due to sudden infections and essure intolerance. (B)(6) 2017 - echography, computerized axial tomography and x-rays were performed that showed that in the uterus is located a foreign body assumed that are essure remains. It seemed that internal guide of essure device is located in the left hemipelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: the case (B)(4) was found to be duplicate of this present case. No new significant information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.